Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that patients did not cross over into the pyxis machine at our infusion site after the pyxis version upgrade. A technical support specialist explained that in some cases, an order might have arrived before the patient was added to the system through the active directory system. These patients were listed as "placeholder" in the dispensing web application, allowing medication to be available before full patient data was received. Orders did not appear on the dispensing device until the patient was converted to an active directory or system patient. If users had permission to manage patient visits, they could edit placeholder patient details such as last name, admission status, admit date, and unit. Once saved, the visit type changed to "system," and any associated visits were updated. As a best practice, pharmacy system managers were advised to regularly check for patients named "unknown" and remove them to maintain system accuracy. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server did not cross with patient orders, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server did not cross with patient orders, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.